Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/16/2021. Additional information: d9, h6, h3, h4, d4. H6 component code: g07002 no device problem found. Additional h3 investigation summary: h3 investigation summary:twenty-six packets of product code t4947 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needles were intact and no damages, breakage on the body, tip, or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number rammcu/ t4947h40 and no non-conformances related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: did the needle fall into the patient? In the muscle of uterus. If yes, was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. What measures were taken to retrieve the broken piece? The or nurse noticed that a piece of the needle was missing and the surgeon find it on the uterus. Was there any additional tissue damage as a result of searching for the needle piece? No. Was there any adverse consequence associated with the patient? No. There are 2 needles reported in (B)(4). Could you please clarify how many needles are involved in case (B)(4)? - 1. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a caesarean section on (B)(6) and the suture was used. During the procedure in the uterine wall, it was noticed that the needle broke and was found on the muscle of uterus. The needle was retrieved without additional intervention during the same procedure successfully. Another like suture was used to complete the procedure. There were no adverse patient consequences due to the event.